Manufacturer narrative:
The customer's meter and test strips were requested for investigation and a replacement product was sent to the customer. No product was returned for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The patient's daughter now understands that the patient is contraindicated for use of the product due to the patient¿s lupus and apas. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. Higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation - the occupation is lay user/patient.

Event description:
It was reported that a patient suffered a stroke and required a thrombectomy while using coaguchek xs meter serial number (B)(4). The patient has lupus, antiphospholipid antibody syndrome. Product labeling states: "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) can potentially lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, contact your doctor and do not continue inr testing with this device." This MDR is being submitted in an abundance of caution. On (B)(6) 2021, the patient was relaxing and her leg started hurting. The patient's daughter noticed the patient's words being slurred. The patient was taken to the emergency room. Upon admission to the emergency room, the patient's inr was reportedly 2.1. The patient received computed tomography scans. The patient was reportedly diagnosed with a left middle cerebral artery stroke. The patient's blood clot was removed via thrombectomy. The patient was released from the hospital on (B)(6) 2021 and went straight to rehabilitation. The patient was released from rehabilitation on (B)(6) 2021. The patient's inr on the release dates of (B)(6) 2021 were both reportedly 2.4 - 2.5 inr. The patient reportedly suffered from expressive aphasia as a consequence of the stroke, with weakness on the right side of her face. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly.